Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The (fse) reported blood contamination was found after a non getinge balloon had ruptured. The pneumatic module assy, rohs was replaced. The device passed functional and safety checks.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had a blood back. Blood had entered the balloon catheter tube. The iabp was replaced with another unit to provide therapy. No patient harm or injury reported.